Manufacturer narrative:
On november 9, 2020, the implanting clinician reported that the patient's implant incision had not fully healed and the stimulator had eroded. The implanting clinician prescribed antibiotics and scheduled a revision of the device for (B)(6) 2020. The implanting clinician performed revision procedure to adjust placement of the device without complication. No further issues were reported. Travelers and sterility reports for lots swo190410 and swo190424 were confirmed to not evidence any nonconformances. The clinical representative confirmed that the implant procedure was performed in a sterile environment with sterile field handling protocols, and sterile barriers of all product used were intact before implant. The cr reported the product's instructions for use were not followed: the implanting did not create a receiver coil and pocket (IFU 05-20200 page 26-27). Evidence does not suggest that the product failed to meet specification. The stimulator was used for the treatment of pain. Failure to follow the product instructions for use for migration/erosion mitigation caused the reported device erosion and unhealed wound site near the erosion.

Event description:
On (B)(6) 2020, the implanting clinician reported that the patient's implant incision had not fully healed and the stimulator had eroded. The implanting clinician prescribed antibiotics and scheduled a revision of the device for (B)(6) 2020. The implanting clinician performed revision procedure to adjust placement of the device without complication. No further issues were reported.